Event description:
On (B)(6) 2010, the patient reported experiencing erratic blood glucose for several days while using the infusion device. He stated his blood glucose is low between meals and he eats and his blood glucose becomes elevated. He stated that yesterday his blood glucose measured 48 mg/dl and he ate peanut butter and one piece of white bread and his blood glucose measured 277 mg/dl two hours later. He bolused 2.2 units of insulin and his blood glucose lowered to his normal range. He stated this morning his blood glucose measured 243 mg/dl when he woke up. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.